Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a sharp pain in her right rib when stimulation was turned on. X-rays confirmed one of the patient's two leads had migrated out of the epidural space. It was also reported the patient fell recently. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the model 3186 lead was explanted. The patient reported effective stimulation coverage postoperative and the issue is now resolved. The event date is unknown.